Event description:
The user facility reports the 10-110 did not drain well. The physician squeezed the burette and it broke. Patient injury was not reported, but the physician had to change the drain due to potential risk of infection.